Event description:
1537 - loosening - (order #).

Manufacturer narrative:
One screw: fix abutment splin e 0.5 mm (1537) was returned for investigation. Visual evaluation of the returned product identified signs of use but no apparent malfunction. Functional testing was performed and screw engaged with in-house device normally. No pre-existing conditions were noted. The device had been placed on a tooth location #12 universal for approximately unknown amount of time, however, implant was placed since 2005, but no allegation to it nor it will impact this investigation. The device has been added to associated item. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (1537) was performed for similar events and no complaint about nonconforming products was identified. Based on the available information, device malfunction has not occurred and the reported events could not be verified as the exact details of event were non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that after assessing the patient, the screw was found to not have been fractured. It was simply a very angled channel the doctor had to prepare in order to remove the screw, and a different driver that I needed. The entire abutment / crown complex was loose so after retrieving the screw, a new one was placed.